Manufacturer narrative:
(B)(4): results: (death, ruptured vessel/aneurysm, migration, endoleak), (disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm (B)(6). Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the pt presented 18 months post initial procedure with migration of the aneurx bifurcated stent graft resulting in a type I endoleak, due to disease progression with aortic neck dilatation. The physician implanted one aneurx cuff and one talent cuff. The physician told the rep that in the CT scan taken a year later that there were no issues noted. The pt presented emergently on 44 months post initial implant with a ruptured aneurysm, due to continued disease progression with aortic dilatation. The physician elected to convert the pt to an open repair. The stent grafts were explanted from the pt; however, before the dacron graft could be sewn in, the pt expired. The explanted stent grafts were discarded by the user facility. The hospital will not release films for this case. (MFR 2953200-2010-02221, 2953200-2010-02222).